Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced ventricular fibrillation (vf) due to biventricular pacing secondary to patient's long qt syndrome. The device was reprogrammed from ddd to vvi. No additional adverse patient effects were reported. The device remains implanted and in service.